Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a blank screen with a continuous alarm. A hard reset was performed however this did not resolve the issue. No patient injury reported.

Event description:
Additional information was received by the manufacturer and attached on 10 october 2022, no patient was involved.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with chipped top case corners, both plunger cases chipped and cracked, cracked bottom case by l-bracket. The tamper seals were broken. There was no evidence of the error recorded in the event history log (unable to view ehl due to blank screen). The customer reported problem was verified/duplicated during functional testing. A blank screen with constant alarm was found at power up. This was likely due to an incomplete upload process by the customer. For corrective action they uploaded software from base to head of the pump which cleared the problem. The root cause was traced to user error/improper upload by the customer. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.